Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction. Investigation also determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker exhibited right atrial (ra) impedance measurements of greater than 2500 ohms, noise, oversensing, and inappropriate atrial tachy response (atr) episodes. It was noted that the ra noise had the appearance of minute ventilation (mv)/respiratory sensor oversensing. There was also noise on the right ventricular (rv) channel, which was not being oversensed. The patient was brought in for testing, and the high impedance measurements could not be recreated. Programming options were discussed with the health care professional (hcp). No adverse patient effects were reported. The device remains in service.

Event description:
It was reported that this pacemaker exhibited right atrial (ra) impedance measurements of greater than 2500 ohms, noise, oversensing, and inappropriate atrial tachy response (atr) episodes. It was noted that the ra noise had the appearance of minute ventilation (mv)/respiratory sensor oversensing. There was also noise on the right ventricular (rv) channel, which was not being oversensed. The patient was brought in for testing, and the high impedance measurements could not be recreated. Programming options were discussed with the health care professional (hcp). No adverse patient effects were reported. The device remains in service.